Event description:
It was reported that the pt underwent a revision in 2006 due to the implanted gamma nail fracturing above the lag screw. It was further reported that the primary implantation took place in 2006 to treat a proximal humeral fracture.

Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.